Manufacturer narrative:
Patient weight: unknown; requested but not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from a patient's right eye due to "mechanical complications." There was no patient injury and no additional medical or surgical intervention was required. A competitor brand iol with 20.0 diopter was implanted as the replacement. It was indicated that it is unknown how the patient is doing post-operatively. Through follow-up, the "mechanical complication" was further clarified that the patient was experiencing visual disturbances and noticed blurred vision in the affected eye. The patient stated not being happy with progress of vision. Th patient's near vision had improved but distance vision had not and the patient was unable able to read signs. The patient came in complaining of flickering and flashes of light the day after surgery, however the patient did not complain about the flickering or flashes in any other visit after that. On (B)(6) 2022, the patient¿s distance visual acuity was 20/60 without correction. The implanted multifocal iol was explanted and a standard lens was implanted as a replacement (competitor brand). The patient still has a little bit of correction. The last refraction was uncorrected 20/40, correctable to 20/20. There are no planned interventions. No further information was provided.

Manufacturer narrative:
Additional information: it was reported that the wound was not enlarged, and sutures were not used. Amvisc viscoelastic was used. No further information was received. Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jun 22, 2022. Section h3: evaluated by manufacturer: yes. Section d10: concomitant medical products and therapy dates: medical product: amvisc viscoelastic. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be identified. As a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.